Event description:
A potential product issue has been identified with our oncor expression linear accelerator. Located at (B)(6). In the abundance of caution this issue is being reported. The table moved during treatment from 82,4 to 2,4 (longitudinal) and from -10,7 to -0.3 (vertical). Pt was treated in the qa-mode for reproducing the fault. The therapist stated that rtt did not ask for override confirmation of subsequent beams when the incident occurred. Further investigation is required to determine any final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates severity: (critical) reason: there has been no mistreatment or injury reported. The therapist canceled the treatment immediately. The unexpected table movement may potentially cause an injury of the pt or a mistreatment (dose to wrong location) if not detected by the therapist. Cc (remote): reason: the user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always carefully monitor the delivery of a fraction group that contains more than one beam. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for motion stop and emergency power off, which may be used to stop treatment and all movement. However, it may happen that the users do not recognize small table movements and subsequently the dose may be delivered to wrong location. There have been similar incidents of such a user error reported but there was no case of an injury or serious mistreatment. No other products are affected.